Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial with clear surgical residue on the product. Visual inspection found the lens haptic bent and fibers on the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/1.0/082 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was explanted due to excessive vault. The reporter stated that the explant resolved the problem and that the doctor plans to implant another lens but there is no exact time. If additional information is received a supplemental medwatch report will be submitted.